Event description:
It was reported that during a photoselective vaporization of the prostate procedure to treat benign prostatic hyperplasia, the fiber was forward firing. The fiber was replaced and a second fiber was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis identified the glass cap exhibited a distal circumferential fracture. Additionally, the glass cap was protruding slightly more than usual, indicating a glue failure. The metal cap exhibited mild charred debris adhesion on its surface. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. Based on analysis results, the reported forward firing allegation could not be confirmed through the evaluation of the forward firing rate. However, a distal circumferential fracture and a glue failure were identified. It is probable that the identified debris adhesion found on the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuous elevated temperatures can lead to fiber tip damage, including distal circumferential fractures and glue failures. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg-300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that, during a prostatic hyperplasia transpiration, the fiber was forward firing. The fiber was replaced, and the procedure was completed using another fiber. There were no patient complications.